Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, rewind, prime/eating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25, power loss and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. No damage to serial number was noted. The pump also had a cracked case on the back at the battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25, power loss alarm, and low battery life. The customer's blood glucose level was 198 mlg/dl/ unknown at the time of the incident. The customer states they have only alarm they have received is low battery alarm. However, after 2 day the insulin pump will alarm low battery, but if the same battery is reinserted it display full battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.